Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was 193 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.